Event description:
Customer called on behalf of his daughter, who uses the system. He said he removed the pod because her bgs were "in the 300s all night" with no explanation and would not come down despite repeated blousing. The site was not wet, red, or bloody. According to him, the cannula was not bent or kinked. He proceeding to open up the pod and found "bubbles" in the reservoir. We was able to activate a new pod successfully and her bg eventually came down. No further info reported. The device is being returned for eval.

Manufacturer narrative:
The pod was received disassembled, missing the bottom cover and the pc board, thus no data download was possible. The remaining parts were evaluated for damage and/or defects related to manufacturing. None were noted. The source of the bubbles reported by the caller could not be determined. They could have been inadvertently introduced by the user during the fill process or when disassembling the pod. The cannula tip was found to be damaged and partially closed, but was verified to pass fluid. This condition may have contributed to reported symptom (elevated bg levels) during use but this could not be confirmed as the tip was not fully occluded. The root-cause of high bg levels could not be determined. This type of damage typically occurs when the patient is very lean and the cannula is fired into muscle, and not "pinching up" at the insertion site as instructed in the user guide. Patients are trained to select a pod placement site consisting of fatty subcutaneous tissue. The user is instructed in the omnipod user's guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels as was evident in this case and could use another device or backup therapy if required. This is an isolated incident for this lot of product. The DHR provides evidence that the lot met the acceptance level prior to release.